Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. On 01/06/2026, it was reported that the patient reported her cgm values were reading between 80-83 mg/dl. No bg meter comparison values were reported at this time. The patient was wearing an omnipod insulin pump. The patient began experiencing nausea, vomiting, and had pain in her stomach and chest. The patient¿s mother called emergency medical services (ems). Once ems arrived, the patient¿s bg meter reading was 399 mg/dl. The patient was transported to the emergency room (ER). At the ER, the patient¿s bg meter reading was 500 mg/dl and she was diagnosed with dka. The patient was treated with IV fluids. She was discharged (B)(6) 2026. The patient was ¿fine¿ at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. On 01/06/2026, it was reported that the patient reported her cgm values were reading between 80-83 mg/dl. No bg meter comparison values were reported at this time. The patient was wearing an omnipod insulin pump. The patient began experiencing nausea, vomiting, and had pain in her stomach and chest. The patient¿s mother called emergency medical services (ems). Once ems arrived, the patient¿s bg meter reading was 399 mg/dl. The patient was transported to the emergency room (ER). At the ER, the patient¿s bg meter reading was 500 mg/dl and she was diagnosed with dka. The patient was treated with IV fluids. She was discharged on (B)(6) 2026. The patient was ¿fine¿ at the time of report. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
Subsequent to the supplemental MDR, additional information became available. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. On (B)(6) 2026, it was reported that the patient reported her cgm values were reading between 80-83 mg/dl. No bg meter comparison values were reported at this time. The patient was wearing an omnipod insulin pump. The patient began experiencing nausea, vomiting, and had pain in her stomach and chest. The patient¿s mother called emergency medical services (ems). Once ems arrived, the patient¿s bg meter reading was 399 mg/dl. The patient was transported to the emergency room (ER). At the ER, the patient¿s bg meter reading was 500 mg/dl and she was diagnosed with dka. The patient was treated with IV fluids and IV insulin. She was discharged on (B)(6) 2026. The patient was ¿fine¿ at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - additional. H2 additional information.